Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Event description:
Litigation alleges severe pain, discomfort, inflammation, and metallosis. Litigation also alleges a clanking noise in the right hip.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 2/19/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pin and possible metal reaction. There is no new additional information that would affect the existing investigation. The complaint was updated on:3/4/2016.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the 2209734 lot code found one deviation. It was confirmed that it should have had no effect on this complaint. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions. The stem was added to the impacted product due to allege elevated metal ions. Updated patient harm and added law firm in the facility name and hospital name. Doi: (B)(6) 2006 - dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Pfs alleges numbness and spasm. After review of medical records, patient was revised to address right hip pain status total hip, possible metal reaction. Revision notes reported a capsulotomy was performed revealing fluid. It looked like a slight metal reaction type fluid. Added age.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions. The stem was added to the impacted products due to alleged elevated metal ions. Updated patient harm and added law firm in the facility name and hospital name.